Event description:
A peritoneal dialysis (pd) patient experienced peritoneal infection. The patient was treated with cefradin (intraperitoneal) and cefixime (intraperitoneal) for the event. It was not reported if the patient was hospitalized for the event. The cause of the event, patient outcome and action taken with pd therapy was not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date in mar2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.